Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a primary infusion of magnesium sulfate 20 grams in 500ml (concentration: 40mg/ml), intended to infuse at a rate of 2 grams/hr (50ml/hr), infused too quickly. The infusion was started on (B)(6) 2021 at 1233. However, at 1352 the pump alarmed air-in-line. The infusion was programmed through device interoperability. The event occurred at the hospital¿s birth center. The hospital¿s clinical engineering team reported that the pump failed the accuracy test. The device was recalibrated and tested. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a, g and c grids.

Event description:
It was reported that a primary infusion of magnesium sulfate 20 grams in 500ml (concentration: 40mg/ml), intended to infuse at a rate of 2 grams/hr (50ml/hr), infused too quickly. The infusion was started on (B)(6) 2021 at 1233. However, at 1352 the pump alarmed air-in-line. The infusion was programmed through device interoperability. The event occurred at the hospital¿s birth center. The hospital¿s clinical engineering team reported that the pump failed the accuracy test. The device was recalibrated and tested. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a primary infusion of magnesium sulfate 20 grams in 500ml (concentration: 40mg/ml), intended to infuse at a rate of 2 grams/hr (50ml/hr), infused too quickly. The infusion was started on (B)(6)2021 at 1233. However, at 1352 the pump alarmed air-in-line. The infusion was programmed through device interoperability. The event occurred at the hospital¿s birth center. The hospital¿s clinical engineering team reported that the pump failed the accuracy test. The device was recalibrated and tested. There was patient involvement but no harm.